Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation or damage (dissection) of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. Access site injuries, including dissection of the aortic wall during the transaortic approach, are a well recognized complication of the tavr procedure in this elderly population with multiple co-morbidities. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The thv training manuals instruct the user to determine with CT if the planned aortic access site is free of calcification, allows the sheath to be placed in a straight line, and leaves adequate room between the tip of the sheath and native aortic valve annulus to allow full balloon expansion. Considerations for approach (partial j-sternotomy or right mini-thoracotomy), access and stabilization of the site are also provided in the training. In this case, per the physician¿s assessment, the aortic dissection was attributed to a procedural complication during the insertion of the sheath into the (B)(6) y/o patient¿s fragile aorta. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
During the transaortic tavr procedure, the patient suffered an aortic dissection at the sheath insertion site. After insertion of the sheath into the aorta, the surgeon noticed excessive bleeding at the insertion point. It was decided to rapidly proceed with valve deployment. The valve was successfully implanted. The sheath was removed under rapid ventricular pacing, it was then noticed that there was a tear in the aorta. Unable to control bleeding the patient was placed on femoral cardiac bypass. Through a sternotomy the aorta was repaired with a patch and the patient was weaned off bypass. The sternotomy was closed in normal fashion and the patient was transferred to the unit in stable condition. The aortic dissection was attributed to insertion of the sheath into the (B)(6) year old fragile aorta.